Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] -inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. -inspection of the spray function 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported to olympus that the gastrointestinal videoscope had poor air/water supply. This was found during preparation for a diagnostic procedure. The intended procedure was completed with no delay, using a similar device. There was no report of patient harm. The device was returned, evaluated, and a foreign object was found in the nozzle. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. In addition to the foreign object found in the nozzle, other evaluation findings are as follows: the adhesive on the bending section cover was chipped; the water removal ability did not meet the standard value due to clogging of the nozzle; the bending angle in the up direction and the play of the right/left knob were not within standard value due to wear of the angle wire; and the control unit was discolored. Lastly, there were scratches on the following parts: the control unit, the switch box, the scope cover, the forceps elevator lever, the upward/downward knob, the right/left knob, the grip, the suction connector, the light guide cover glass, the scope connector cover unit, and the forceps elevator knob. The customer provided details on the cleaning, disinfecting, and sterilization process followed onsite. The device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air, but it is unknown if they wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer, however, flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.